Manufacturer narrative:
Concomitant medical products: product ID: dtma1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced system infection and was septic. It was noted the patient subsequently died. No further information could be provided.